Event description:
It was reported that during a therapeutic stent procedure, the subject device had an image problem and presence of artifacts. There was a 10 minute delay reported. The procedure was completed with the same device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3,h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image problem and presence of artefacts was due to damage on cable unit therefore noise occurred and no image displayed. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
It was reported that during a therapeutic stent procedure, the subject device had an image problem and presence of artifacts. There was a 10 minute delay reported. The procedure was completed with the same device and there were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.